Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient was having issues with their communicator not finding the pump device for about 2 weeks or possibly longer. Patient stated communicator could not find or recognize the pump and difficulty syncing the communicator with the handset. Patient stated they kept moving communicator but still could not find pump. Patient also reported connection took a long time and handset was very slow. Patient reported no pump response when connecting to pump. Patient mentioned gaining weight. Agent reviewed device function and assisted patient with clearing the data. Agent reviewed the meaning of no pump response message and reviewed best practice to establish connection to the pump. Patient was able to connect without lag issue. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# implanted: explanted: product type software product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.